Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. It was also noted that the patient had an infection. This rv lead was surgically abandoned. No additional adverse patient effects were reported.